Manufacturer narrative:
H10 multiple attempts were made requesting repair confirmation but there was no response. If the customer provides information at a later date, the complaint record will be re-opened for investigation. H11. G1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021.

Event description:
The customer reported that the screen is dim. The customer contacted product support and requested part ID for the user interface (ui) assembly due to the screen being dim. Product support advised the customer of part ID for the ui assembly and advised that the software must be at least 2.10. The customer reported that the unit was not in use on a patient.